Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 28-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2019 with the following findings:.during investigation, there were no power related defects were found. Investigation basal duration test was unable to duplicate or reproduce a power loss . Battery compartment is intact. The complaint regarding no power was reported on (B)(6) 2013 , according to the pump history the pump was in use until (B)(6) 2018. Due to continued pump use all black box and pump history for 2013 has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.